Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt while the customer was loading the cartridge with insulin. The syringe needle was changed out and the cartridge was loaded. Insulin delivery was resumed. There was no reported impact to blood glucose.